Manufacturer narrative:
Follow-up #1: date of submission 04/25/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/13/2016 with the following findings: product evaluation was conducted and the alleged complaint could not be duplicated. The review of the black box data showed no evidence of short battery life. The returned battery cap was undamaged and was able to secure and to maintain electrical connection. The ez-prime steps sequence was performed correctly. In addition, all electrical currents readings measured within specifications. However, the battery compartment was cracked below the finger pad. A leak test was performed and failed due a battery compartment leak; however, there was no evidence of moisture in the battery compartment. When the pump¿s cover was removed, no moisture ingress or any intermittent conditions were found to the printed circuit board or to the continuous glucose monitoring module.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life w/ damage) issue. The reporter alleged damage to the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.